Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: ((B)(4)). A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to verify the reported issue. The fse found one of the two batteries in the battery pack to be at 5volts and the other to be at 12v. Batteries were installed on (B)(6) 2019. To resolved the issue, the fse replaced the batteries. Subsequently, the unit passed all calibration, functional and safety tests per manufacture specifications. The iabp was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that before use, the unit was turned on and the battery icon on the screen of the cs300 intra-aortic balloon pump (iabp) went from a full charge to a blank blinking battery icon displaying low battery. The pump lost power. Since the patient was not connected to the unit, there was no patient involvement, and no adverse event reported.